Event description:
Pt scheduled for removal of cyst from finger at outpatient surgicenter. Surgery proceeded without complication. Upon emerging from anesthesia the pt had an unexplained cardiac arrest. Advanced cardiac life support protocol instituted with successful resuscitation. Pt transferred to an acute care facility. Pt fully recovered and was discharged. Equipment investigation of the anesthesia machine found equipment met MFR's specs.